Event description:
It was reported that during a programmed device changeout procedure, the physician opted to insert the right ventricular (rv) lead into the left ventricular (lv) port and the lv lead into the rv port of this device. The involved leads are non-boston scientific products. This was due to a history of noise and oversensing on the rv lead. Due to the current system configuration, the lv sensing portion was deactivated. High capture thresholds were observed on the lv lead. It was noted that the threshold test had not been performed in the past 4 days due to intrinsic beats. Reprogramming options were recommended by technical services (ts). No adverse patient effects were reported. This device remains in service. Additional information was received that this device exhibited noise. No adverse patient effects were reported. This device remains in service. Further information was received indicating that this system exhibited oversensing of myopotential noise on the rv lead, resulting in pacing inhibition, with the longest pause being approximately two seconds. Reprogramming options were discussed as well as considering a lead revision. No adverse patient effects were reported. This device system remains in service.